Event description:
The following issue was discovered via a published cohort study by the mitek safety officer 3 years after having acl reconstruction between 2007-2008 using mitek milagro anchors. Author: charles l. Cox, md, mph, kurt p. Spindler, md, james p. Leonard, md, brent j. Morris, md, warren r. Dunn, md, mph, and emily k. Reinke, phd. Reference: the journal of bone & joint surgery d jbj s. Org. Do newer generation bioabsorbable screws become incorporated into bone after acl reconstruction? Investigation performed at vanderbilt sports medicine, vanderbilt university medical center, nashville, tennessee. Cyst found upon radiological investigation by researching doctor. Cyst treatment not presented in paper.

Manufacturer narrative:
Mitek medical safety department discovered this published white paper detailing a historical event in which some mitek devices were implicated. It cannot be confirmed that this issue had been previously reported to mitek, so an adverse event report is being filed to document the experience described in the article. At this point in time, no further action is warranted. However, this file will remains receptive to any potential forthcoming information received that is pertinent and germane to this issue. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.